Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving baclofen (¿500 mcg/ml at 215 mg/day¿) via an implanted pump. The indication for pump use was movement disorders. It was reported that the patient was seen at the clinic today ((B)(6) 2019) for his first refill since implant. Although the patient had been seen multiple times for increases since then, the expected residual volume at this visit was 7.1 ml of the 38 ml that was put in the pump at implant; however, nothing was in the reservoir. They confirmed they were in the reservoir. About 3 weeks ago, the patient had a bout of itchiness that the family thought was related to a severe uti (urinary tract infection). It was noted that in hindsight it could have been withdrawal from ¿192 mg/day¿. The pump was refilled. The parents were warned of potential overdose symptoms and were instructed to call tomorrow to let the clinic know how he was doing. There were no known environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved at the time of this report. No surgical intervention occurred, and none was planned. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) who reported with regards to the cause for the volume discrepancy that the cause had not been determined with any certainty; the best guess was underfilled in the or (operating room). The actions/interventions taken to resolve the issue was noted to be ¿investigating if pump was underfilled in or <(>&<)> trying to come up with protocols to keep¿. The device was working fine. No further complications were reported/anticipated.